Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred, the battery gauge was depleting rapidly and fluctuating, and that there was damage to the pump housing which made it difficult to load the cartridge onto the pump. There was no reported adverse impact to the customer. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.